Event description:
Per attorney's initial report: ni/ni/ni - pt had a kugel patch implanted. Attorney's report alleges subsequent pain, substantial medical treatment, scarring, disfigurement and permanent injury as the result of a defective mesh. Based on a review of medical records provided by the pt's attorney: (B)(6) 2006 - laparoscopic hernia repair with a composix e/x mesh and excision of subcutaneous lipoma.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The provided medical records refer to a hernia repair with a composix e/x mesh. There is no reference to a composix kugel being implanted or explanted. Additionally, the medical records do not extend beyond the implant of the composix e/x, nor do they indicate any issues related to that procedure. A mfg review was performed and did not find evidence of a mfg related cause for the reported event. We have contacted the initial reporter to obtain add'l info and to have the device returned for eval, if available. If add'l info is received, a supplemental MDR will be submitted.